Event description:
Revision surgery - due to dr revised a 5th proximal interphalangeal joint. Upon opening the patient the original prosthesis was found to be broken on the proximal end where it meets the center hinge. Dr was unsure of when the original implant went in or what the cause was.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2023-01477; pip-40, s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.